Event description:
The device was explanted, due to joint flexion contracture and joint calcification adjacent to the pyrocarbon implant.

Manufacturer narrative:
Manufacturing records were reviewed and no issues were identified that would have caused or contributed to this event. X-rays were sent on the event, but no x-rays were sent that were prior to the original surgery. X-rays that were reviewed did not identify a cause, and no conclusion could be drawn on the event. The hospital discarded the implants after surgery. The investigation also noted that the surgeon had stated that the patient requested that the implant be removed and replaced with a silicone implant. A previous surgery had implanted a silicone implant, and she was more pleased with that implant.